Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns plan, the device was unable to be tested.

Event description:
Dealer states the part was defective out of box with no lights.